Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents of this housing were reviewed and no complaint related issues were found. This DHR review is indeterminate as the provided part/lot combination is incorrect and because the history of the machine is unknown at synthes (B)(4) as this is documented in the local service centre. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
During surgery for a mandible resection on (B)(6) 2013, the e-pen reciprocating saw attachment stopped working. The surgeon had to use a different saw attachment adding an extra 10 minutes to the procedure. There was no adverse effect to the patient noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional codes: erl, hbe. The device was disassembled when received. The investigation of the device shows that the driving shaft was deformed during a mechanical overloading situation. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overload.